Event description:
To whom it may concern: I hope this note finds you well. I previously (within the last couple of weeks) submitted an adverse drug reaction report through your medwatch website. In it, I detailed how after doing a full program of a generic of accutane (ending in (B)(6) 2018), I developed psoriasis symptoms which I have to this day and am currently treating with otezla and topicals. What I want to add, and what I left out of my original medwatch report on accutane, is that while using accutane, I was also using the topical hylatopic plus cream. Thank you for your time. Have a great day. (B)(6), ps: the previously referenced submission against accutane stated: "after being on (a generic of) accutane for the full duration of the program, I developed and now have psoriasis symptoms. Though this is anecdotal, I want the FDA to begin being aware of this association. My psoriasis is on my nails, scalp, and hairline, and I am using topicals (fluocinonide, calcipotriene + betamethasone), eczema laser phototherapy, and otezla to treat the psoriasis. Psoriasis and otezla are particularly dangerous now as part of my immune system is now compromised against covid-19."